Manufacturer narrative:
Date of event not provided by the complainant. Lot number not provided by the complainant. Product expire date unknown; lot number not provided. Product manufacture date unknown; lot number unknown. This MDR is related to MDR 1835959-2018-00004 and (B)(6). A direct root cause, of the incident described in (B)(6), is inconclusive due to a lack of details. The implant date was noted as (B)(6) 2010. It is important to note that the surgisis biodesign tissue graft is biologic in nature and is resorbed and replaced with natural tissue in a few months post-implantation, leaving nothing behind. In fact, our product was often used to repair the failure of synthetic meshes. Although a direct root cause is inconclusive, the patient¿s reported long term effects are not likely related to the use of the surgisis biodesign tissue graft due to the resorbtion properties of the device. Many factors could contribute to the patient¿s reported outcome including, but not limited to, surgical technique, positioning of the patient while on the operating table, underlying patient conditions, and the patient¿s post-operative care activities.

Event description:
Per (B)(6): the patient reportedly was implanted with a surgisis biodesign tissue graft on (B)(6) 2010 and (B)(6) 2011, by dr. (B)(6) at (B)(6) hospital / (B)(6) hospital. Over a period of six years, since the device implants, the patient reported experiencing increasingly severe debilitating pain to the pelvic area and bowel which extends to the hip, back and leg. The patient also reported being unable to walk unaided and only for few a meters. Walking any further distance requires the use of a wheelchair due to the severe constant pain. The pain was described as feeling like broken glass in the pelvic area and sporadic stabbing pain to groin resulting in leg giving away. Lastly, the patient reported inability to have sex as it is too painful, swelling to lower limbs, pronounced swelling to abdomen, recurrent mouth ulcers, loss of blood to tip of finger, loss of hair, and brittle, flaking nails.

Manufacturer narrative:
This MDR is related to MDR 1835959-2018-00004 and mhra reference no: (B)(4). A direct root cause, of the incident described in mhra reference no: (B)(4), is inconclusive due to a lack of details. The implant date was noted as (B)(6) 2010. It is important to note that the surgisis biodesign tissue graft is biologic in nature and is resorbed and replaced with natural tissue in a few months post-implantation, leaving nothing behind. In fact, our product was often used to repair the failure of synthetic meshes. Although a direct root cause is inconclusive, the patient¿s reported long-term effects are not likely related to the use of the surgisis biodesign tissue graft due to the resorption properties of the device. Many factors could contribute to the patient¿s reported outcome including, but not limited to, surgical technique, positioning of the patient while on the operating table, underlying patient conditions, and the patient¿s post-operative care activities. Updated: the original investigation summary remains unchanged. In addition, dr. (B)(6) reported using surgisis/biodesign very successfully for the last 14 years for the management of pelvic organ prolapse. Dr. (B)(6) reported experiencing no issues with erosion or failure of incorporation. Dr. (B)(6) also indicated it was unlikely to have any residual material seven years post placement as the surgisis/biodesign is not a synthetic mesh.

Event description:
Per mhra reference no: (B)(4). The patient reportedly was implanted with a surgisis biodesign tissue graft on (B)(6) 2010 and (B)(6) 2011, by dr. (B)(6) at (B)(6) hospital/(B)(6) hospital. Over a period of six years, since the device implants, the patient reported experiencing increasingly severe debilitating pain to the pelvic area and bowel which extends to the hip, back and leg. The patient also reported being unable to walk unaided and only for a few meters. Walking any further distance requires the use of a wheelchair due to the severe constant pain. The pain was described as feeling like broken glass in the pelvic area and sporadic stabbing pain to groin resulting in leg giving away. Lastly, the patient reported inability to have sex as it is too painful, swelling to lower limbs, pronounced swelling to abdomen, recurrent mouth ulcers, loss of blood to tip of finger, loss of hair, and brittle, flaking nails. Update: additional details were received from the surgeon. Dr. (B)(6) indicated he was able to identify the patient's records based on the dates provided by the patient. Dr. (B)(6) indicated the patient had an anterior pelvic floor repair on (B)(6) 2010 and a posterior pelvic floor repair on (B)(6) 2011. Each operation was uneventful and the patient was seen postoperatively without any problems.